Event description:
The customer called technical support (ts) and reported that the device has an error code 1104 backup alarm failed message. It had sounded when they were about to use the unit and kept operating when the alarm occurred. The customer reported there was no patient involvement at the time the issue was discovered. However, this issue was discovered during pre-use operational checking before use on a patient. The device was switched out with a different device to use on the patient. There was neither delay in therapy nor medical intervention reported other than the ventilator swap. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting institution phone number: (B)(6).

Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and reported issue was not duplicated by the check performed. Since the occurrence record of "check vent: backup alarm failed" (diagnostic code 1104) was confirmed in the event log, the cpu board will be replaced to prevent a recurrence. The pse was unable to duplicate the reported problem. However, the cpu board was replaced to prevent a recurrence. The device passed the required performance verification tests per philips standards.

Manufacturer narrative:
The removed printed circuit board assembly central processing unit (pcba cpu) was returned to the failure investigation lab (fi). A visual inspection of the pcba cpu board revealed no evidence of damage or contamination. The fi technician installed the pcba cpu board into a fi ventilator to duplicate the reported issue. This piezo buzzer (ls1) was failing intermittently due to the insulation resistance being out of spec at 457.2 kohms.